Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and mesh was used. During the surgery, the doctor placed one patch according to the normal procedure. On the 38th day after surgery, the patient came to the hospital for a follow-up examination and complained of obvious abdominal pain, sagging sensation, and pulling sensation, which is considered as a patch rejection symptom. The doctor continued to observe and advised the patient to rest carefully, not to do heavy physical work, eat a light diet, and regularly massage the abdomen. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Was the procedure associated with this event open or laparoscopic? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers) was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? How was the event diagnosed? Please provide the date and surgical findings from any reoperation performed. Please describe any medical intervention given including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: please provide the patient's demographic information including weight, bmi at the time of index procedure--unk. Name of index surgical procedure?--unk. The diagnosis and indication for the index surgical procedure?--unk. Was the procedure associated with this event open or laparoscopic?---unk. Were any concomitant procedures performed?---unk. Other relevant patient history/concomitant medications?---unk. Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable?--there is no closure of the defect. The mesh fixation technique? (Single or double crown; spacing between implants)--unk. Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers)--unk. Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)?--no. How was the event diagnosed?--on the 38th day after surgery, the patient came to the hospital for a follow-up examination and complained of obvious abdominal pain, sagging sensation, and pulling sensation, which is considered as a patch rejection symptom. Please provide the date and surgical findings from any reoperation performed. The procedure date is (B)(6) 2023, and the symptom was found on the 38th date after the surgery. Please describe any medical intervention given including medication name and results. Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This symptom should be rejection reaction due to personal physical condition. What is the patient's current status? The patient was now in good condition and would follow the "periodic" post-op visit in hospital.